Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left circumflex artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 49cm from the hub. There is a kink 40cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is partially loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the hypotube is separated but appeared to be kinked prior to separation.